Manufacturer narrative:
The device item number and lot were not provided. The sample is indicated as available for evaluation. A follow-up report be submitted once the sample has been received and reviewed.

Event description:
Microbore extension set was leaking where the tube and connector meet.

Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.